Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue with moisture. It was alleged that there was corrosion in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up # 1: date of submission: 12/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was evidence of moisture corrosion in the compartment. The pump was opened and there was moisture corrosion found in the battery canister. A leak test was performed and failed due to the battery compartment leak. The pump¿s cover was removed and there was no further moisture damage found on printed circuit board (pcb). The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.